Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient had chemotherapy infusing for 15 minutes when parents let rn know that IV tubing became disconnected. The IV tubing disconnected from the phaseal system. Chemotherapy was on patient clothing but none noted on the patient's skin. Patient skin cleansed. Phaseal system replaced and infusion restarted. There were no other issues with IV tubing or phaseal. Rn manager spoke with the rn who was caring for the patient. Rn had just completed the circle prime process, disconnected the phaseal system after the circle prime. She took it into the patient's room and hooked it up to the patient. Approximately 15 minutes into the infusion, rn was called into the room because the tubing had become disconnected. Rn is not sure if something happened to cause the tubing to become loose during the circle priming process or if it came apart on its own. One item of each lot number was pulled for all lot numbers for the phaseal that was in the medication room. The lot#'s were 1603012, 1603002, and 1603008, carefusion smartsite infusion set for the alaris pump lot # 16096192 was also pulled from service." There was no harm caused as a result of this event.